Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device was previously serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months, however the force sensor was calibrated during the last service. Review of the prior service record indicates that all service actions were completed during the previous return.. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced as the device failed to detect a downstream occlusion. The device was tested for downstream occlusion detection and the evaluator found the pump detected an occlusion at a pressure higher than expected. The reported condition was verified. The cause was determined to be failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.